Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid right coronary artery. A 2.8x19mm rx graftmaster covered stent was deployed at 14 atmospheres, but the perforation failed to seal. Balloon inflations were performed but there was still extravasation, although not deemed actively significant. The graftmaster possibly exacerbated the existing perforation. The patient died the next day on (B)(6) 2022. The patient died of multisystem organ failure. An autopsy was not performed. The patients health was declining (toward death) prior to graftmaster use. Per the physician, the use of the graftmaster did not possibly cause or contribute to patient death in any way. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was deployed with a max pressure of 14 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU, table 10 specifies the nominal rated burst pressure (rbp) is 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event. The reported patient effects of perforation and death, as listed in the graftmaster rx coronary stent graft system, instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The physician stated the implanted graftmaster did not cause or contribute to the patient death, as the patients¿ health was declining (toward death) prior to graftmaster use. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported unrelated death was not associated to the use of the graftmaster. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.